Manufacturer narrative:
This report is filed on september 05, 2016. This report is submitted by cochlear limited on behalf of cochlear americas. Registration number 3009092818. Exemption number e2016011. H3 other text : implanted device remains.

Event description:
Per the clinic, the patient experienced poor performance with device use; subsequently, the patient underwent revision surgery on (B)(6) 2016 to reposition the device.